Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow up. The device delivered inappropriate atp and cardioversion therapy. Programming changes were made. The patient was fine after the event.